Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had high thresholds which appears to be a chronic issue. The thresholds values are now in the normal range. The lead also had intermittent undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.